Event description:
The reporter indicated that the device had been programmed to "vvi" due to atrial fibrillation in the past. However, the pt is no longer an atrial fibrillation, so the device was programmed to "ddd". The atrial "iegm's" appeared "noisy" with an atrial lead impedance of 2198 ohms in bipolar. The atrial lead impedance in unipolar is 407 ohms, and "iegms" appeared "cleaner". The reporter will further assess the atrial lead function, sensing and capture, and get an x-ray.